Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information (e.g. Follow-ups and operative report request) regarding the device and the event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Please note that this patient has a related event, please reference the MDR submitted for serial no. (B)(4); model no. 3300tfx. Per the health-care provider, the patient expired. The date and cause of death is still unknown. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant. Unfortunately, the reason for the explant was not provided. No other details reported.

Manufacturer narrative:
Additional manufacturer narrative: based on the follow-up with the health-care provider, the patient was admitted to the hospital on (B)(6) 2011 with angina and shortness of breath and had a previous cardiac catheterrization in (B)(6) 2011. Right heart pressures were elevated and the aortic valve area 0.88 cm2, mean gradient of 35. The patient was managed medically and admitted on (B)(6) 2011 with severe symptoms of heart failure and coronary ischemia. Per the op report, there was a marked amount of calcification of the annulus and the aortic tissue adjacent to the annulus. The valve was excised using pituitary rongeurs to remove bits of calcification as well as attempting to endarterectomize a portion of the aorta. There was a marked amount of difficulty placing sutures through the calcified wall of the aorta and the sutures, a total of 17 horizontal mattress sutures with teflon felt bolsters passed through the sewing of the edwards pericardial valve which was difficult to seat. There was no elasticity left in the area of the aorta. The aorta was closed with suture and then the lima was grafted to the mid vessel left anterior descending and the proximal vein anastomosis constructed with running suture. Buttonhole aortic tissue was excised proximal to the side-biting clamp. The patient was rewarmed. Attempts to come off cardiopulmonary bypass were initially successful but fairly quickly became unsuccessful. There was te evidence of what appeared to be a perivalvular aortic leak and there was 2+ mitral regurgitation and marked elevation of pulmonary artery pressure. Cardiopulmonary bypass was resumed and again retrograde and antegrade cardioplegia sites were prepped. The aorta was crossclamped and the previous aortotomy incision was reopened and the valve was removed. Based on the op report, the patient expired on the operating table, on (B)(6), 2011, during the resumption of cardiopulmonary bypass. Per the health-care provider, at this point it was not felt that this was possible to effectively perform the operative surgery in this (B)(6) gentleman. No further actions are possible with the available information.